Manufacturer narrative:
H11:after further review of this complaint, vyaire medical found out that this complaint is only an accessory defect and no patient was harmed. Therefore, this is deemed as a non reportable complaint to vyaire medical. Please disregard and void vyaire reference number: (B)(4) under MFR report number.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that there is no telemetry alert on the patient monitor. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.